Event description:
At the end of arthroscopic surgical case. Tourniquet was found to be inflated on leg. Tourniquet digital readings for time and cuff pressure were on "off" mode. Cuff pressure switch was on "inflate" mode. No digital readings noted on time or cuff pressure. Uncertain how long tourniquet had been up or how cuff pressure switch was turned on. Staff unaware tourniquet would inflate if time switch was turned to "off".device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, design - human factors, labeling - inadequate instructions for use. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.